Manufacturer narrative:
The device history record review found no related nonconformances and the documentation shows no evidence of abnormalities. Root cause is unknown. If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
It was reported during a procedure using the arcus staple system the drill bit broke in the drill guide during surgery. Another kit was opened to complete the surgery. No delay in surgery. No impact on patient was reported.